Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was seen on (B)(6) by their rep who lowered the patient's settings (per patient's wife) and did some reprogramming of the patient's system due to the patient having "spasms" where they were experiencing stroke-like symptoms: the patient couldn't move their right arm or hand. Their face was drawn and they couldn't speak. The patient's wife said the spasms started in late (B)(6), occurring on a sunday night and occurring 3 times on a monday (the next day). Once they were reprogrammed the symptoms went away. Per the patient their therapy benefit wasn't as good as it used to be with prior programming and the patient still had some slurring of speech but it was better than the speech issues they were having with the "spasms." The patient did feel like they were still getting benefit from their therapy and did not feel like their stimulation was off. The patient and their wife had not made any changes to the patient's settings. The patient wife said their charging experience after the reprogramming was like it had been in the past for about a week, until about 5 days or so before the call. The caller also mentioned that the patient has had falls in 2018, but only one fall was serious. Caller was going to arrange a time for get the dbs system checked. There were no further complications reported.